Manufacturer narrative:
Upon eval of the returned system controller, the MFR identified damage to the black power lead which caused the pump to stop during analysis. The brown (rsoc) wire, responsible for monitoring battery power, was found to be broken. The damage to the cable appeared to be due to wear and tear. With movement of the black power lead at the connector end the pump stopped and the power module alarm with a yellow wrench. The log file indicated unusual power cable disconnect alarms and the runtime clock was reset just prior to the removal of the controller. This is consistent with the subsequent finding of the compromised brown (rsoc) wire in the black power lead. A review of the device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator (vc) reported that the pt was experiencing alarms when connecting to the power module. Pt has a clam shell installed and an area of the percutaneous lead secured with tape. Eval of the percutaneous lead found no problems but did not produce alarms when connected to the power module by flexing the system controller's black power lead. Review of the log file also contained several strings of low voltage advisories. The pt was issued a new system controller, battery clips, and batteries.